Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated and the reported migration (partial clip movement) appears to be related to chordae that was grasped with the leaflets when this clip was implanted. Mitral valve insufficiency/ regurgitation (mr) is a result of the clip migration (partial clip movement). Mitral regurgitation is a known possible complication associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report clip migration, recurrent mitral regurgitation, hospitalization, and intervention. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. One xtw (lot:30509r1020) was implanted successfully, reducing mr to grade 1-2. On (B)(6) 2023 the patient had recurrent mr grade 4. The clip had migrated on the posterior leaflet. Chordae was thought to have been unknowingly grasped during the original implantation, contributing to the migration. On (B)(6) 2023, an additional mitraclip xtw was placed lateral to the migrated clip, which stabilized and reduced mr to grade 1-2. No additional information was provided.